Event description:
It was reported that when using the pyxis medstation es system, experienced remote manager malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a remote manager was not identified on the bus. A field service engineer effectively substituted the remote manager with a cable to address the problem. The system functioned as intended after the field service engineer resolved the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients.